Manufacturer narrative:
Patient weight unavailable device lot, expiration date and complete UDI unavailable from facility. Device manufacture date unavailable. Device evaluation: lld was found to be protruding out the end cap of the lead. Lld was removed from the end cap. The end of the lead protrudes from the distal end of the device. The lead was pushed out the proximal end of the drive shaft. Once the lead was removed from the device, the device functioned without difficulty.

Event description:
During a lead removal procedure, a tightrail mini device was reported to be "jammed" on calcium. The lead was difficult to remove the lead from the tightrail. Eventually, the lead came free while still in the lumen of the tightrail device. According to the report, calcium "jammed" inside product and did not allow tight-rail to release from the lead and it was stuck while in use within the patient. When the lead came free, both the lead and the tightrail were removed from the patient. The patient was discharged per operative plan with no reported injuries.